Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the display, and the belt clip rail. The customer received a post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) mmt-1884, and acc-1601. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the pump error 23, and the serialized device was replaced. The customer was able to clear the error and was able to complete the rewind. Troubleshooting was performed for the pump clip troubleshooting, and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 23 (post reset ram crc alarm) on (B)(6) 2025 08:50:38:000 pm due to moisture damage on electronics. The unit p-cap / test reservoir locks in place properly. Unit received with missing serial number label, cracked battery tube threads and cracked case near belt clip rails unit was confirmed for pump error 23 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.